Event description:
Same case as MDR ID 2134265-2014-06168 and 2134265-2014-05453. (B)(4). It was reported that stent thrombosis and myocardial infarction (mi) occurred. In (B)(6) 2013, the patient presented due to unstable angina. The 1st right posterolateral (rpl) branch and the right posterior descending artery (r-pda) were treated with placement of 2.5 mm x 12 mm promus element plus drug eluting stents respectively. In (B)(6) 2014, the patient presented to an outside facility with substernal chest pain and was treated with aspirin and nitroglycerin for acute coronary syndrome (acs). The following day, the patient was transferred to the enrolling site for further evaluation and possible intervention. Electrocardiogram (ECG) showed normal sinus rhythm with no significant changes. Cardiac enzyme levels were noted to be elevated. Coronary angiography was performed and revealed 99% stent thrombosis of the previously placed 2.25 x 12 mm promus element plus stent located in the r-pda and 90% isr within the previously placed 2.25mm x 28mm promus element plus study stent and the 2.25mm x 12mm promus element plus stent in the 1st rpl. The r-pda was treated with balloon angioplasty and placement of a 2.5mm x 12 mm promus premier stent and the 1st rpl was treated with balloon angioplasty. Following post dilatation, residual stenosis was 0%. One day post procedure, the events were considered as resolved and the patient was discharged on aspirin and clopidogrel.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).